Event description:
A customer reported a healthcare worker (hcw) had a skin reaction touching the side of an intact sterrad® 100nx cassette. The hcw was not wearing gloves and had "skin blanching (white skin)" on the hand. The hcw stated it was "just residue" and "had completely come off" within a couple hours. The hcw washed their hands to resolve the skin reaction and did not seek medical attention. An advanced sterilization products field service engineer (fse) instructed the hcw to use gloves at all times when handling cassettes. This event is being reported as a malfunction report subsequent to a serious injury.

Manufacturer narrative:
Asp investigation summary: the investigation included a review of the device batch record, product analysis, trending analysis by lot number, and system risk analysis (sra). The device batch record was not reviewed as the lot number of the cassette was not available. Supplier product evaluation was not performed as the cause of the reported issue is user error and the product is not required for return. Trending analysis by lot number was not reviewed since the lot number was not known. The sra indicates the risk associated with exposure to toxic or corrosive material is "low." The instructions for use (IFU) of the sterrad® 100nx cassette state: "caution: wear personal protective equipment if handling a used cassette, or any of the cassette case components that may have been subject to liquid leak. This includes a cassette that has been ejected (for any reason) after insertion." The issue has been attributed to user error as the healthcare worker (hcw) handled a used cassette without utilizing proper personal protective equipment (ppe). A customer letter was sent advising the customer to wear proper ppe to avoid this issue in the future. The issue will continue to be tracked and trended.